Event description:
It was reported that the lead was oversensing non-physiologically as the egm (electrogram) appeared to show noise. It was noted that the physician was unable to reproduce the noise with pocket manipulation or isometric activity and that the patient stated they use a kendal and flip phone. It is believed to be some sort of induced noise or a set screw issue. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: 5024m-58 implantable pacing lead implanted: (B)(6) 1994. (B)(4).